Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. The patient had paresthesia in the wrong location. Beginning 6 months or more ago the patient felt vibrations/stimulation in a different part of their leg. The patient has an appointment to get their implant checked and wanted a manufacturer representative (rep) to be there. It was reviewed with the patient that they would have to contact their healthcare professional (hcp) to have a rep paged. Additional information was received from the hcp. It was reported that the leads were to be inspected under fluoroscopy to check for any migrations after the patient had a fall. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the results of the fluoroscopy on (B)(6)2017 were that the leads were in place at the top of t8. It was noted that the patient suffered a fall about 6 months prior to the report and was now feeling the spinal cord stimulator was not giving him the same pain relief as before and that there was a change in the stimulation from his spinal cord stimulator down his right lower extremity. Prior to this, the stimulator was working properly to cover his back pain. He reported the pain level anywhere from 8-10, described as aching and positional. Standing and walking make it worse. Sitting and lying on his side makes the pain better. He has tried physical therapy and chiropractic maneuvers for 6 plus weeks; however, these have not provided any significant relief. He was taking advil occasionally for discomfort; however, he reports an upset stomach as a side effect. The patient was scheduled for a left sacroiliac joint injection on (B)(6)2017, and the stimulator was going to be reprogrammed by a manufacturer representative. The patient¿s preoperative and postoperative diagnosis was bilateral sacroiliac joint arthropath. Prior to the injection, the patient noted to be tender to palpation over the bilateral sacroiliac joint. The patient had an injection of 1 milliliter of 40 milligrams/milliliter depo-medrol diluted to a total volume of 10 milliliters with 9 milliliters of 0.25% bupivacaine. The patient soon felt relief and was discharged. There were no further complications reported or anticipated.